Event description:
It was reported that the lead alert triggered, and the left ventricular (lv) lead exhibited high impedances. Shortly after that, the right ventricular (rv) and superior vena cava (svc) coils exhibited high impedances. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:12 and (B)(6) 2011 03:00:12. Programmer s2d data show alerts for lv pacing lead impedance > 3000 ohms on (B)(6) 2011 09:00:12 and (B)(6) 2011 03:00:12. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:04. Programmer s2d data shows an alert for rv defib lead impedance= 19 ohms on (B)(6) 2011 15:00:04. Impedance - resistance/impedance increase: weekly hv-lead impedance trend data shows an increase for max defib active can on and max svc defib impedance= 24 to 110 ohms peak between (B)(6) 2011. Sensing - oversensing: 1 - vf=190 ms average v-cycle on (B)(6) 2011 15:58:37. Sensing - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 03:00:14. Weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance = 798 to 4047 ohms peak between (B)(6) 2011, then returning to a baseline of 342 ohms on (B)(6) 2011.